Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. Receiver functional testing was performed and passed. The receiver case was opened and an internal visual inspection was performed and passed. The reported event of the overheating of the receiver was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.